Event description:
Ous MDR - after an implantation period of approx. 33 months, oversensing was reported during a follow-up visit on (B)(6) 2016. The patient will be monitored and a follow-up in about one month time is scheduled. The lead remained implanted. No adverse patient side effects have been reported.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The provided information has been carefully analyzed. The available iegms confirmed the presence of noise on the rv channel, mentioned in the complaint description. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the lead itself become available for analysis, the investigation will be updated.